Event description:
New information states that the patient presented to the hospital post procedure due to sepsis probably pocket/device infection.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the entire system was extracted yesterday due to pocket infection. The patient was stable before, during, and after the procedure. There were no complications. The device will be returned for evaluation but the leads likely will not be returned.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).